Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation during a pre-operative device check, the pacemaker exhibited back-up vvi. The device was not used and the procedure was rescheduled. The patient was in stable condition.